Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges that during intubation the "view of the vocal chords was compromised by a shadowing effect from the tip of the blade." No patient injury or consequence was reported. Patient condition reported as fine.

Manufacturer narrative:
Qn#(B)(4). The actual device sample was not returned for evaluation; however, photos of the reported condition have been provided by r & d engineering (morrisville) and substantiate the defect reported. The dark spots present in the polaris fiber optic laryngoscope blades were found to be present in other fiber optic blades currently on the market. Similar spots were found in the rusch green lite laryngoscopes and flexicare laryngoscopes. These spots should have no impact on the intended use of the device and the light intensity data. The presence of these spots is not clinically relevant based on the in vivo pictures and clinician feedback. These spots do not hinder the ability to intubate a patient and still fall well above the 500 lux specification required in iso 7376 section 5.1.4. As has been described, these dark spots are a common feature of fiber optic blades across different manufacturers. They are small areas that are apparent when the light is shone against a plain background. However, when taken in the context of the full anatomical field of view during direct laryngoscopy these dark spots are of no clinical importance given the overall illumination provided by the blade and do not limit the identification of the relevant anatomical structures. Additionally, given the very high overall lux provided by polaris compared both to iso 7376 and to other fiber optic blades currently on the market, these dark spots are even less relevant with respect to polaris. Dark spots found to be present in the polaris laryngoscopes do not pose an issue to product function or meeting of product specifications. The issue has been determined to be inherent to the design and meets the current design requirements.

Event description:
Customer complaint alleges that during intubation the "view of the vocal chords was compromised by a shadowing effect from the tip of the blade." No patient injury or consequence was reported. Patient condition reported as fine.